Event description:
On may 14th, 2024, when the nurse at the nursing station was preparing to inject insulin to the patient((B)(6)), the nurse found that the tear drop label was not tightly sealed and could not guarantee sterility, so the nurse replaced it with a new disposable injection pen needle. Although it was not used on the patient, but still under serious risks.call center contacted the customer on may 15th and confirmed that only one tear drop label of this batch was not tightly sealed, no photos were taken, and sample was discarded. A complaint response was required by the form of phone-call, and it was inconvenient to provide information about the purchasing distrubutor. Sample availability: no sample availability details:no sample available

Manufacturer narrative:
Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.